Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a circle on the display. The customer also reported that there was an insulin leak and he could smell insulin. The customer stated that the needle was crushing and would not insert into the skin. During troubleshooting, the customer was able to change the set and get insulin to exit without an alarm. Blood glucose level at the time of the incident was 344 mg/dl. The customer will monitor the infusion set and will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.